Event description:
It was reported that a patient underwent an oesophagectomy procedure on (B)(6) 2013 and tape was used. The tape was cut during the procedure and then removed. When the pieces were measured, the staff found that 3cm were missing. The operating field was searched before closing the patient, but the missing tape was not located. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. They were visually examined and the measured suture length meets the requirements.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.